Event description:
It was reported that an ivc filter did not completely deploy. The tech reported that the physician tends to deploy slowly. The physician removed the system and completed the procedure using another femoral ivc filter for a successful procedure. There was no reported injury to the pt.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. This is the only complaint reported to date for this manufacturing lot number. The sample was returned for eval and the investigation is underway.